Manufacturer narrative:
Exact date unknown, event occurred couple months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate stimulation. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted ipg was not returned.